Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited elevated defibrillation impedance. No intervention was performed. The patient experienced no consequences and will continue to be monitored.